Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted (B)(6) 2012. Product event summary - the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. There was no destructive analysis performed/legal hold. The analyst noted that visual inspection was performed, and the outer insulation breached in vivo/depression was observed. The lead continuity tests cannot be performed due to legal restrictions and destructive analysis is not permitted.

Event description:
It was reported that the patient was pre-syncopal requiring hospitalization. Interrogation showed slow pauses and loss of pacing fol lowing some atrial sensed and atrial paced events which was suspected to be caused by oversensing and noise on the right ventricular lead. Reprogramming was done. The lead was subsequently explanted and replaced. The atrial lead was returned to the manufacturer after being explanted with no known product performance issues. The lead subsequently tested out of specification during manufacturer¿s analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.